Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reportedly effective coverage was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the system was not providing effective left side coverage. As a result patient underwent surgical intervention on (B)(6) 2020, where the c3 lead was unhooked from the ipg but not explanted and another new lead was added. Reportedly effective coverage was restored.